Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported there was oversensing observed on the right atrial (ra) channel of this implantable cardioverter defibrillator (ICD) system. The ra lead is a non-boston scientific lead. Technical services (ts) reviewed device strips and determined the clinical observations were related to respiratory rate trend (rrt) oversensing. Technical services (ts) offered troubleshooting and programming options. This product remains in service. No adverse patient effects were reported.